Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator and infection, leading to the decision to explant the device. The device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with another device, as of the date of this report (B)(6), 2012.

Manufacturer narrative:
(B)(4).